Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the broken component could not be determined. It is possible that the damage of the sheath's insulation material was caused by thermal mechanical overload, improper handling, mechanical impact, shock, or similar stress. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorised service centre.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) reported, to olympus on behalf of the customer, the resection sheath, 24 fr was found broken by a scrub technician when he opened the surgical tray. The technician could not recall for which case it was, or if he was just opening a tray to get another instrument out. The intended procedure was therapeutic. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Date of event: the sheath reportedly broke in (B)(6) 2023; however, the exact date is unknown, thus (B)(6) 2023 is used. The olympus endoscopy support specialist reviewed with the customer on how they are reprocessing the sheath. And it was determined, that they have been cleaning autoclaving the sheath in a tray, and putting the instruments together correctly. The suspect device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.